Manufacturer narrative:
Visual inspection confirmed the implant breakage and technical discussion with the surgeon confirmed that the implant broke due to pt non-compliance. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant broken into the pt toe before fusion. A new surgery was conducted.